Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was alarming for low battery when the pump showed 3 bars of battery remaining; the reporter indicated that the current battery was inserted just 2 days earlier. The reporter confirmed that there was no damage to the battery cap or pump, and confirmed that there was no moisture or corrosion noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump history from the time of the reported issue was not available due to continued patient use of the pump. The current data in the pump showed no evidence of short battery life. The pump electrical current draws were tested and were found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.